Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported her cycler alarmed for an unknown alarm during fill 2 of 4. The patient found the red line had become disconnected from the heater bag and was leaking fluid. The patient was advised to discontinue treatment. The sample was not made available for evaluation. During follow up the patient's pd nurse reported the patient's effluent remained clear. She did not have any signs of infection.